Manufacturer narrative:
The reagent lot number was 85857801 with an expiration date of 30-apr-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas pure e (B)(6) analytical unit. The initial result was 213 pmol/l. The repeat result was 51.8 pmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer found that the instrument surface was contaminated with dust. He cleaned the instrument, and an instrument check passed, and qc was in range. The investigation determined that there was no indication of a general product issue. Instrument cleaning is part of general customer maintenance.